Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had their implantable neurostimulator (ins) removed on (B)(6) 2016 due to an issue with the device. The patient reported that their healthcare provider (hcp) removed the ins and connectors but left the lead wires in. The details of the device issue and when it occurred was unknown. No patient symptoms were reported. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.